Manufacturer narrative:
Approximate age of device - 5 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2012. It was reported that the patient¿s lvad system was producing periodic elevations in power to 8. The patient¿s lactate dehydrogenase (ldh) was 417 u/l. The patient was hospitalized and expect to be discharged. The patient was clinically doing well. Technical services reviewed the submitted log files and observed slight increase of power and flow. There¿s not enough to say it was related to a thrombus. There were no other unusual events seen within the log file. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct relationship between the device and the reported event could not be determined. Analysis of the log file that was provided by the account showed no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. A review of the submitted system controller log file dated (B)(6) 2018, contained approximately 32 days of data. The pump¿s fixed speed was set at 9600 rpm and pump power, estimated flow, and average pulsitile index (pi) ranged from 5.4 to 7.6 watts, 4.0 to 8.0 lpm, and 2.4 to 6.0, respectively. These parameters remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The hmii left ventricular assist system (lvad) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Multiple requests for additional event information were issued to the customer but no further information has been received to date. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.